Event description:
It was reported the patient was jolted every time they turned stimulation on. The issue started the night prior to call. There were no falls or trauma associated with the issue. At the time of the call, the patient was on program two and stimulation was off. The patient decreased stimulation to 0.0 v and then turned stimulation on and increased slowly. The patient experienced a jolt at 0.5 v. Decreasing to 0.4 v was better. The patient then turned stimulation off and switched to program one. Increasing to 0.5 v resulted in a shocking sensation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0489f, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).